Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, prior to loading the lens into the cartridge, it was discovered that one of the haptic legs was twisted. As a result, the lens could not be used. The lens was replaced with an identical model, which was successfully implanted without any complaints or complications from the patient. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).